Manufacturer narrative:
The device information provided in the initial report was incorrect. The correct device information has been provided in this report.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube and missing battery tube spring. Unable to perform the operating currents measurement, self test, unexpected error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display anomaly. Pump had minor scratched display window.

Event description:
It was reported that the pump was returned for analysis. The customer's blood glucose value was unknown.